Event description:
It was reported that analysis of the device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms after extending the helix. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.